Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event on (B)(6) 2026. The patient reported infusion set fell off during use. The infusion set was in use for two days. No further information available.